Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a his ablation procedure, it was noted there were no ablation signals on the recording system resulting in a delay to the procedure. Troubleshooting included restarting the recording system, reopening the study, restarting the amplifier, and changing the catheter interface module, the egm cable, the catheter and the generator. None of the troubleshooting resolved the issue. The patient was moved to a different room and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. In addition to the room change, the communication issue was resolved by connecting a ground cable between the cim reference and the ablation pin connection.